Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After implantation of two bare metal stents, an 8x3.00mm rebel stent was advanced to cover the short proximal segment of the target lesion that was missed by the physician. However, upon advancing the device further to the lesion, resistance was encountered and the device hit some calcium and the stent came off the balloon. The dislodged stent was noted on the wire. The physician pulled the rebel delivery system from the patient and brought in a 1.0x6 non- bsc balloon catheter over the same guide wire. The physician ballooned the dislodged stent and put in another two balloon catheters and performed ballooning until the stent was implanted and well apposed to the vessel wall. The procedure was completed. No patient complications were reported and the patient's status was fine.